Manufacturer narrative:
Zimvie complaint number (B)(4) patient ID not provided, patient weight not provided.

Event description:
It was reported that the implant was removed due to becoming fractured at the site. The implant became fractured at the neck of the implant. The procedure was unable to be completed using another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Product evaluation: one imp,tsv,mcol mg,3.7mm,10m (tsvmb10) and one unknown zimmer screw was returned for investigation. Visual evaluation of the as returned implant identified bone debris covering external threads and visible damage to the implant. Implant fractured at the collar. Also fracture screw identified inside implant. Functional testing could not be performed since the implant and screw were fractured. Pre-existing condition noted on the per was 'unknown bone density'. The reported device had been placed on tooth #36 (fdi) for approximately 3 years. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Documents reviewed: instructions for use for zimmer dental implant systems (4894 rev 6 - 08/19). Information identified: 'precautions' 'breakage' 'warning'. DHR review: DHR review for the lot (1221730) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1221730) for similar events (complaint category keywords: fracture: implant and fracture: screw) and no other complaint was identified. Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
A fractured screw identified upon investigation.